Event description:
Post procedure as the sheath remained in the pt the device leaked causing the pt to experience bleeding and oozing at the insertion site. And also retroperineal bleeding. The bleeding was controlled by upsizing the sheath with no further intervention required. The device is being returned for co's analysis.